Manufacturer narrative:
The device history record (DHR) for lot 500531x indicates that there were zero defects found in 544 visual samples and zero defects found in 694 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued to this lot. There were 10 samples (unopened) submitted with this complaint. All samples were visually inspected for hub damage (cracks, holes, splits) and zero defects were found. The luer tapers of all samples were measured and conformed to manufacturing standards. All samples were tested for hub leakage and zero defects were identified. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The samples returned with this complaint were inspected and conformed to manufacturing specifications and there were no issues found during a review of documentation. There were two potential root causes identified that could not be discarded from consideration. The user potentially over-torqued the needle during the assembly process or the luer of the syringe barrel (sourced by the customer) was out of specification. The attachment method used by the customer could not be determined and a sample of the syringe was not returned with the complaint. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified potential root causes that were unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/27/17. An investigation is currently under way; upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the product was leaking from the hub where the needle gets connected.